Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device/ migration of essure device location of device: does not know") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn't undergo essure confirmation test". Concomitant products included paracetamol (acetaminophen) since march 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding complication") and abdominal pain ("abdominal area pain"). Essure treatment was not changed. At the time of the report, the device dislocation, menstrual disorder, pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (left tube occluded). Most recent follow-up information incorporated above includes: on 2-oct-2018: plaintiff fact sheet received. Event device monitoring procedure not performed was added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.